Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery; washout and bearing exchange. Dr (B)(6), (B)(6) hospital (B)(6) 2018. Patient underwent primary tkr on (B)(6) 2018 where an attune cr rp was implanted (dr (B)(6)). Patient has presented with a painful swollen knee. Knee was aspirated and gram positive staph identified. A decision was made to open the knee and perform washout. On opening the knee puss was clearly evident. The knee was washed out and debrided. A new poly bearing was implanted. Male patient initials (B)(6). Doi: (B)(6) 2018; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.